Event description:
It was reported that during a primary surgery, when the surgeon impacted the femoral trial it cracked the lateral femoral condyle.

Manufacturer narrative:
Not returned to manufacturer. Catalogue number unknown at this time. Device description reported as unknown ps femoral trial. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.